Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was deployed during a left atrial appendage (laa) closure procedure. The wds was fully recaptured due to positioning and afterward, a small pericardial effusion was noted around the laa. The patient remained stable and the case proceeded. The was replaced with an anterior curve and a new 24mm device. One partial recapture was performed and the device redeployed. The device met release criteria and was implanted. The patient is stable and will start on eliquis.